Event description:
On (B)(6) 2012, the reporter contacted animas, alleging a prime (load step malfunction) issue. The reporter stated that when attempting to load this new pump for the very first time, the pump ejected all the insulin from the cartridge during the load step and the pump emitted a "no cartridge detected" warning. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the pump alarm history shows several "no cartridge detected" warnings recorded in the black box history on the reported event date. The load step function was performed and the pump was found not to detect the cartridge giving a "no cartridge detected" warning. The force sensor calibration test was unable to be performed due to a "load step malfunction." The pump was opened and component was found to be misaligned on the printed circuit board (pcb).

Manufacturer narrative:
Follow up #2 submitted: (B)(4) 2012. Device evaluation: a retained cartridge sample from lot # b201823 was evaluated. A visual inspection of the cartridge was performed. No damage or defects were noted. A leak test, fill test, and force test was performed with no failures observed. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Recall # 2531779-03/24/2010-003-r.